Event description:
Home pt (hp) completed the dialysis treatment on the baxter sps 1550. Hp reported no adverse signs or symptoms exhibited during treatment. Following treatment, hp found a discrepancy in the ultrafiltrate programmed to be removed and the actual weight. Pre-treatment weight was 198 lbs, goal ultrafiltrate programmed to be removed was 3.1 kg, including the rinse back. Hp report goal weight actually removed was less than programmed weight to be removed. Hp does not record alarms during treatment. Blood flow rate 400, length of treatment was four and one/half hours. Hp reported there was no medical intervention and no pt injury resulted from this event. Hp does eat lunch and drinks 1-2 oz liquids during treatment.